Event description:
The pt was closing the lid on the sharps container, forcing the lid closed, as the container was full. When they picked the container up, they were stuck by a needle.

Event description:
The pt was closing the lid on the sharps container, forcing the lid closed, as the container was full. When pt picked the container up, pt was stuck by a needle.